Event description:
Reportedly, when the device was powered on, a low battery prompt was immediately observed and the deivce shut off. While a member of the staff was getting another device, paramedics arrived and connected their manual defibrillator to the patient. No additional event information was reported but the patient was said to be presently `doing fine'.